Event description:
It was reported that the remote communicator associated with this pacemaker displayed a red call doctor icon. The patient was advised to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.